Event description:
Boston scientific received information that there was noise and oversensing detected on this cardiac resynchronization therapy defibrillator (crt-d) and competitor's right ventricular (rv) and right atrial (ra) leads. It was suspected that the noise was related to electromagnetic interference (emi). The patient's underlying rhythm was not able to be determined from the strip, and asystole could not be ruled out. There were no reports of patient injury or any additional intervention. Subsequently, information was received indicating the patient had died approximately six weeks later, with no allegations against device functionality or performance. The device was never returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.